Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mesh fixation on a laparoscopic intraperitoneal only mesh procedure, two to three tacks were coming out simultaneously with one fire. Some tacks fell into the patient's cavity and were retrieved. The surgeon used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, the trigger of the instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.